Manufacturer narrative:
H6: c19: a review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2025, a patient was to be implanted with 10 mm x 15 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat iliac artery occlusion. During deployment, it was found the deployment line was broken. The viabahn device was removed out of patient. Another viabahn device with same size was utilized to complete the procedure.

Manufacturer narrative:
H6: c19: evaluation of the returned device indicates the deployment line to be broken close to the deployment knob. The reported failure mode of broken deployment line is consistent with the findings of line broken close to hub. The other observation of catheter kink and partial deployment are also consistent with deployment line broken. Engineering evaluation was able to confirm the report of deployment failure as partial deployment with a broken deployment line was observed. The root cause of observed partial deployment with broken deployment line could not be established as the conditions present during the procedure that may have contributed to the reported complication could not be replicated during evaluation. Deployment could not be attempted at the knob due to the location of the deployment line break. However, deployment was continued with traction at the endoprosthesis, demonstrating the zipper is functional. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.